Manufacturer narrative:
(B)(4) investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, system risk analysis (sra), concomitant product evaluation and retains analysis. The DHR was not reviewed as the lot number was not available. Trending analysis by lot number was not reviewed as the lot number was not provided. The concomitant sterrad 100's was not evaluated as the customer stated the issue was due to user error. The account history was reviewed for the past six months and there have been no related issues. The (B)(4) indicates the risk associated with a quality problem with no impact to safety is "low." Retains testing was not performed as the lot number was unavailable. The customer stated in a follow-up response that the positive bi was the result of use-error and re-training was implemented with their staff. No additional information was provided after several attempts. The lot number was not available, and therefore, the DHR, retains testing and lot trending were not performed. In addition, the complaint bi was not returned for evaluation. As such, there is insufficient information to determine an assignable cause. If additional information is received, the complaint will be re-opened and evaluated. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a (B)(6) result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100's cycle. The customer could not provide any other information and did not know how many events or products were involved. Asp will continue to follow up for information. It is unknown if the affected load was recalled or released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of (B)(6) cyclesure® 24 biological indicators.